Event description:
A patient's mother called and reported that her child is having more seizures, so she started wondering how the device was functioning. She was not sure if the magnet activations were working and called to ask instructions on how to swipe the magnet correctly. Good faith attempts have been made and no further information has been attained at this time. Exact date of their increased seizures is not known.